Event description:
Lithotripsy treatment performed where post treatment pt required hospitalization for transfusion. Treating physician feels pt is not getting essential vitamins, nutrients needed for proper blood clotting.